Event description:
It was reported that an emt allegedly received a shock from the device while also touching a handicap button to open a door. The emt alleged a period of numbness in the hand. There was o pt involvement reported.